Event description:
Device 2 of 2. Reference MFR report #1627487-2012-12444. The patient reported x-rays were taken and the patient was told the leads had migrated. The patient reported scheduling an appointment with a surgeon to discuss revision of the leads or a possible system explant.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.